Event description:
Reportedly, on (B)(6) 2025, the monitor received intermittent power and is not reliable.

Manufacturer narrative:
Since the subject device is not returned yet, no results are available yet.

Event description:
Reportedly, on (B)(6) 2025, the monitor received intermittent power and is not reliable.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event as the smart monitor is able to boot properly. The power loss was due to a transient "out of order" standby mode. The most probable hypothesis is that there was a temporary absence of network, while the monitor was transferring data to backoffice. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.